Manufacturer narrative:
D4 is unknown. No product information has been provided to date. This MDR was generated under protocol b10010116, manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Cracked tank cover, stripped interlock block. Wear and tear damaged line cord, enclosure, front cover, an outdated printed circuit board (pcb )and power switch. The technician started with a visual inspection then filled tank with water, attached temperature check, plugged in line cord, and turned on the power switch. The root cause of the reported issue was found to be cracks in the tank cover at the screw holes caused by overtightening the crews by the customer. Replaced the tank cover and gasket.

Event description:
Information was received indicating that a smiths medical fluid warmer was leaking at the tank. There were no reported adverse events.